Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection sheath ceramic tip was broken. The issue occurred during reprocessing for an unspecified procedure. The unspecified procedure was completed with the same device. There were no reports of patient harm.